Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the device was explanted on june 09, 2022, due to cholesteatoma. There are no plans to reimplant the patient with a new device as of the date of this report.